Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 36mmx2.5mm, eccentric, de novo target lesion was located in the severely calcified left circumflex artery. Following pre-dilation was performed with a 1.2x15mm balloon catheter, a 2.50 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.